Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic coma. It was stated that the customer's blood glucose was over 1000mg/dl at time of her admission. It was stated that the customer was not using the insulin pump for the past two weeks. It was stated that the customer's endocrinologist does not recommend the pt use insulin pump therapy because of other medical issues. However, the customer refused to go back on manual daily injections. It was also stated that the customer has been requesting additional training. It was stated that the customer's vision is extremely poor. No further info was provided.